Event description:
Alert: rv unipolar lead impedance warning on (B)(6) 2020 atrial lead position check failed on (B)(6) 2020. Check atrial lead position. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).